Event description:
It was reported that ablation with the rf (radiofrequency) generator was performed normally five times. About forty seconds after the sixth attempt, the device turned off suddenly. Until the rf generator turned off, it worked normally. The battery was replaced and connection checked, but it did not turn on. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned and analysis confirmed the original customer complaint of the unit turning off suddenly, a fuse was blown on the interconnect printed circuit board.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.